Event description:
Complainant alleged that while attempting to defibrillate a pt who had coded, the device displayed a "poor pad contact" message.complainant indicated that the pt subsequently expired.